Manufacturer narrative:
Release linkages. Jacks could not be lowered, could not be confirmed as the unit was lowering slower than usual, due to the release linkages needing adjusting.

Event description:
It was reported by service report that the foot end would not go down. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.